Event description:
It was reported that patient underwent total hip replacement surgery in 2008, during which he received a durom acetabular component. Post-op, patient reports he has been experiencing pain and surgeon has recommended surgery, which is not yet scheduled.